Event description:
Consumer complaint of high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 140-150 mg/dl fasting. Verified the strips expire 11/29/2015. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 301 mg/dl and 299 mg/dl fasting. Reviewed meter memory: 379 mg/dl, (B)(6) 2015, 01:04 pm, fasting: yes; 107 mg/dl, (B)(6) 2015, 01:27 pm, fasting: yes; 75 mg/dl,(B)(6) 2015, 07:32 am, fasting: yes; 305 mg/dl, (B)(6) 2015, 01:42 pm, fasting: yes; 466 mg/dl, (B)(6) 2015, 05:58 pm, fasting: yes. Customer says her blood results are too high. Customer says her expected blood results is 140-150 and she is concerned with the results that of 379 on (B)(6) 2015. Customer says she has no symptoms of high blood result and she was fasting when she took her blood. No adverse event reported.

Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defects found. Test strips not returned for eval. Most likely underlying root cause of malfunction. User had inaccurate reference.